Manufacturer narrative:
The customer¿s meter was returned and was tested with retention test strips and controls. Control ranges: level 1: 30 - 60 mg/dl. Level 2: 261 - 353 mg/dl. Results: level 1 ¿ 46, 46, and 46 mg/dl. Level 2 ¿ 305, 311, and 310 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable glucose result for 1 neonate patient sample tested with accu-chek inform ii meter serial number (B)(4). The result from the meter at 5:06 a.m was 31 mg/dl. The result from the meter at 5:08 a.m. Was 59 mg/dl. The result from the laboratory at 5:12 a.m. Was 61 mg/dl.